Event description:
Caller states that she obtained a result of hi on the device and called the doctor. She states that she took the insulin as advised by the doctor and tested an hour later at hi. She again called the doctor and took the insulin he advised and tested 90 minutes later at hi. She then gave herself more insulin and started to feel that her blood glucose was low. The paramedics were reportedly called and tested her at 21mg/dl on their device approximately 10 minutes later after her last result. She states that she received glucose water and was transported to the hospital where she tested at 17mg/dl. She reports receiving more glucose water and remained in the hospital for 3 days. Quality controls were used approximately 2 months prior and reportedly within acceptable ranges. Requested return of suspect device and replacement was sent.